Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. (B)(4) - intuitive surgical, inc. (Isi) received the harmonic ace associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue ¿ tip of harmonic scalpel fell off in patient during surgery. The instrument has a broken curved blade and the broken piece was not returned. Fa noted any inadvertent contact with staples, clips or other instruments while the device is activated may result in a cracked/broken blade. The blade damage may be detected by the generator with a solid tone or an error. Also, fa noted scratches on the blade tip may lead to premature blade failure. The known cause of this failure is mishandling/misuse. Additional observation that was not reported by the customer was that the white teflon pad of the clamp arm was found with material missing at the distal tip. The clamp arm holding the teflon pad was still able to open/close and the missing piece was not returned. The known cause of this issue is mishandling/misuse.

Event description:
Refer toadditional for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. Per mw5082595: intra-operatively while dissecting the gall bladder, the harmonic scalpel broke.

Event description:
Refer to additional for follow-up information.

Manufacturer narrative:
The harmonic ace instrument has not been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received or if the instrument is returned. Based on the information provided, this complaint is being reported due to the following conclusion: during use of the harmonic ace instrument, it was alleged that the tip broke off and fell inside the patient. The broken fragment was retrieved during the same procedure with no report of patient harm, adverse outcome or injury. However, it is unknown what caused the tip to break off the instrument.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair procedure, the tip of the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure and the procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.